Event description:
It was reported that noise was observed on the right atrial (ra) lead. Ra lead damage was suspected to be the cause of the event but not confirmed. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.